Event description:
It was reported that a hole was present on the device. In 2001, the drain was inserted in the patient after a "mamma" operation. Three days later, the nurse found a pinhole in the drain near the connecting part with the jvac reservoir. The nurse used tape to cover the hole. The pt developed a fever; the pt was then diagnosed with an infection. Antibiotics were administered to the pt.